Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the below for the bolus listed on the event date 19-aug-2023 in the pump history file for the primary svn (B)(4) and related svn (B)(4). (B)(6) 2023 17:53:55.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 55000 (5.5 u) bolusamountdelivered: 55000 (5.5 u) please see below for the daily total of all insulin delivered on the event date 19-aug-2023 for the primary svn (B)(4) and related svn(B)(4). (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 313000 (31.3 u) dailytotalofbasalinsulindelivered: 258000 (25.8 u) dailytotalofbolusinsulindelivered: 55000 (5.5 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 19-aug-2023 in the pump history file for the primary svn (B)(4) and related svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-aug-2023 in the pump history file for the primary svn (B)(4) and related svn (B)(4). (B)(6) 2023 15:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 23:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal (B)(6) 2023 23:53:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Nodelivery (7) alarm - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 380 mg/dl at the time of the event and 300 mg/dl at the time of the call. Troubleshooting was partially performed and found that the customer was admitted to the hospital and treated with an IV insulin drip (intravenous insulin infusion). The customer was reporting symptoms like vomiting as a result of blood glucose. The insulin pump was used within 48 hours and the auto mode was not active at the time of the event. The customer was admitted to the hospital on (B)(6) 2023 for 2 days. The customer experienced symptoms of feeling sick. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.